Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in CT to body divergence. No problem was found with the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
According to the reporter, on (B)(6) 2017, during a procedure, the system was inaccurate. The locatable guide location was different in anatomical. The physician was able to complete the superdimension portion of the case. The patient had a pneumothorax and thoracentesis was performed.